Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. The site reported the electromagnetic (em) function on the system was not available. The site was requesting a system check. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter was replaced. The system then passed the system checkout and was found to be fully functional. (B)(4). Concomitant medical products: other relevant device(s) are: product ID: 9735521, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.